Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that no battery operation was possible on the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm was confirmed via analysis of the returned power module backup battery. The returned power module (serial number: (B)(6) was evaluated by service depot alongside the returned power module backup battery (serial number: (B)(6). Upon powering on the returned power module, a yellow wrench advisory and red battery alarm activated. The power module backup battery was removed from the returned power module and installed in a test power module and the same alarms activated. A test backup battery was then installed into the returned power module and the issues resolved, isolating the issue to the power module backup battery. The power module backup battery was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned backup battery revealed that the battery had an unloaded voltage of 11.84 v. The battery was installed in a known working test power module, and upon powering on the system a yellow wrench advisory and red battery alarm activated. The battery was then manually charged to approximately 12.81 v, and the battery was reconnected to the test power module; however, the alarms did not resolve. It was determined that the battery was unable to support the system. Further evaluation was not performed due to the internal chemical hazard. The power module backup battery was manufactured on 05may2023 with an expiration date of 30apr2026, and the backup battery was shipped to the customer on 09nov2023. Per procedure, the backup battery was stored and shipped in accordance with abbott requirements. The power module backup batteries are top charged every 90 days to ensure the battery state of charge stays above 70% charge. This is to prevent the 12v batteries from remaining in an unused state for an extended period of time which may result in an overly discharged battery and compromised battery function. The backup battery was initially top charged at abbott on 21sep2023. At the time the next top charge was due, 20dec2023, the battery had already been received by the customer; therefore, the procedures were properly followed by battery management staff. The time span between the shipment to the customer and reported event date was approximately 489 days. A manufacturing analysis task was initiated to further investigate the issue of the backup battery being unable to support the system and producing a red battery alarm. The issue was reproduced during further testing with manufacturing; however, further root cause analysis was unable to be completed as the part is no longer manufactured by the supplier. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The product was shipped to the customer on 10apr2012. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The power module backup battery was shipped to the customer on 09nov2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.